Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is unable to see clear in the distance and see signs well. She also reported she has astigmatism. At the customer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the customer's request, the surgeon was no contacted. (B)(4).